Manufacturer narrative:
Additional information was received on 8/24/2020, impacted device was a ce med height te 550cc, catalog: 3548224 serial numbers: (B)(6) lot: 7424417, implantation date: (B)(6) 2020. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On 9/9/2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number (B)(4).

Event description:
It was reported that a female patient who underwent breast surgery with an unspecified tissue expander experienced deflation on an unknown side post procedure. As a result, patient had an explantation on (B)(6) 2020. The deflation was discovered during surgery.